Event description:
Pt implanted with uss hardware several yrs ago. Pt experienced adjacent level degeneration and underwent plif revision surgery on (B)(6) 2011 with removal of uss hardware at l4-s1. X-rays taken on an unk date. No reported allegation of product malfunction. This is the 19th of 21 reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine mfg site of mfg date w/o a lot number. Synthes is unable to determine 510(k) # w/o a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.